Event description:
Current medications listed after an operation included duplicates and triplicates of 5 medications, listing distinct doses. This created risk to the patient. The patient was also ordered to be npo but had a diet listed on active orders. It is unknown which of these duplicate medications got to the patient. Root cause involves a fundamental design defect in so far as it is a requirement for the user of the cpoe to discontinue orders that are not needed on a transfer of service, eg after surgery, in and out of icus, etc. From this counterintuitive function and time waster which neglects medication reconciliation, medications and treatments orders are duplicated and triplicated.